Event description:
Reporter states a back-to-back blood glucose tests resulted in readings of 180 and 120 mg/dl. Reporter also stated she had no symptoms at the time. Reporter had no control solution.